Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was admitted to the hospital due to diabetic ketoacidosis and a blood glucose level of 551 mg/dl. The customer stated that the high blood glucose level was due to her not being able to insert a sensor. Blood glucose level at the time of the call was 117 mg/dl. Troubleshooting did not show any malfunction of the insulin pump. The insulin pump was not replaced or returned for analysis.